Event description:
Customer reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 complaints for the reported issue for this lot. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Source of complaint was an email.